Event description:
The pt's family member called lfs on pt's behalf alleging that their fast take meter would not power on. Senior medical affairs specialist spoke with the pt's family member in 4/2004 to obtain additional info. In 2004 the meter stopped powering on. The pt's family member attempted to resolve the issue by replacing the battery; however, the meter would not power on. The pt started developing symptoms of shakiness the following day. They maintained their set amount of insulin as prescribed. Pt takes 20 units of humulin in the morning and 20 units in the evening and is to contact their physician if pt needs to take more or less. The next day, pt's family member drove pt to the hosp where they were treated with IV glucose for a blood glucose level of 55 mg/dl. They were admitted and treated for their glucose levels and dehydration. Based on the info, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The pt did not allege harm. However, they did experience injury and medical intervention due to the meter malfunction. Issue was not resolved through troubleshooting.